Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "multiple needles out of the same lot that are not working properly - the fluid doesn¿t come out and today staff had to stick a patient twice."

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "multiple needles out of the same lot that are not working properly - the fluid doesn¿t come out and today staff had to stick a patient twice."

Manufacturer narrative:
H6: investigation summary samples were sent to bd, but we are unable to locate them at this time. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.